Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a return of symptoms. A dye study was attempted, but the catheter could not be aspirated. It was suspected there was a kink near the spinal incision. The patient was reported as having several revisions in the past and the plan was to replace the spinal segment of the catheter. A catheter revision was performed during which the spinal segment was replaced. During the catheter revision a granuloma was found and removed. The pump delivered morphine (conc 50 mg/ml). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), (B)(4).